Manufacturer narrative:
G4: 22aug2020. B4: 23aug2020. The service engineer evaluated the device and determined that the touch points did not match with the actual screen location, and the touchscreen failed to calibrate. The service engineer replaced the touchscreen. After the repair, the device passed safety and functional testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14aug2020.

Event description:
The customer reported that the touchscreen was not working. The device was in clinical use, but there was no patient harm.